Event description:
Nurse performing a therapeutic plasma exchange procedure on an as104 blood cell separator. After approximately one hour, the hemolysis alarm sounded. The nurse noted that the prc return line was kinked above the air detector chamber and the waste plasma in the plasma waste bag was "red". Bottled albumin was being used as replacement fluid. The set was replace for another and the level of plasma hemolysis, observed by the color in the plasma waste bag decreased as the bag filled. However, as a precaution, the nurse stopped the procedure. The pt had no further problems.